Manufacturer narrative:
The alarm trace showed a lot of sample foam detection, sample short and sample clot alarms pointing to pre-analytical issues. It also showed several reagent probe 2 alarms. The field service engineer (fse) observed a bent reagent probe and replaced it. Bent reagent probes can lead to incorrect pipetting volumes and contamination of rack packs because of insufficient cleaning of the reagent probe. The root cause of the event was a related to a bent reagent probe (customer maintenance related). The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The issue was resolved.

Event description:
We received an allegation of discrepant results for 7 patients' samples tested with elecsys vitamin d total iii (vitamin d total iii) on a cobas e 801 module. On (B)(6): all 7 samples were initially run on cobas e 801 module. The analyzer gave a reagent pipette error. On (B)(6): sample 1, sample 2, sample 4, sample 5 and sample 6 were repeated for the 1st time on the same analyzer using same reagent lot but on a different rack pack. On (B)(6) 2023: sample 1, sample 2, sample 4, sample 5 and sample 6 were repeated for the 2nd time while sample 3 was repeated for the 1st time. All repeat testing that happened on this day was performed on the same analyzer and on the same rack pack that was used on (B)(6)2023. Sample 1: initial result: 41.8 ng/ml 1st repeat result: 18.0 ng/ml 2nd repeat result: 18.6 ng/ml sample 2: initial result: 55.4 ng/ml 1st repeat result: 23.1 ng/ml 2nd repeat result: 24.0 ng/ml sample 3: initial result: 42.1 ng/ml 1st repeat result: 17.8 ng/ml sample 4: initial result: 57.7 ng/ml 1st repeat result: 22.2 ng/ml 2nd repeat result: 24.9 ng/ml sample 5: initial result: 67.5 ng/ml 1st repeat result: 31.1 ng/ml 2nd repeat result: 34.3 ng/ml sample 6: initial result: 56.9 ng/ml 1st repeat result: 21.1 ng/ml 2nd repeat result: 20.4 ng/ml sample 7: initial result: 64.7 ng/ml 1st repeat result: 29.2 ng/ml 2nd repeat result: 31.3 ng/ml no questionable results were reported outside the laboratory and the samples were repeated. The repeat results that were obtained on 11-may-2023 were considered correct and were reported outside the laboratory to the physician.

Manufacturer narrative:
The vitamin d total iii reagent lot number was 66281501. The expiration date was not provided. Preventive maintenance was last performed on (B)(6) with the replacement of two measuring cells and pinch tubes. The alarm trace showed a reagent pipette alarm on the day of the event. The alarm trace also showed reagent probe alarms and a reagent short alarm. On (B)(6) 2023 the field service engineer (fse) found that the tip of the reagent pipette was bent. So he replaced it. The fse also replaced the liquid level detection plate of the reagent pipette and cleaned the sample probe. The investigation is ongoing. H3 other text : na